Manufacturer narrative:
Updated data: b5: additional information was received that during an attempt to recapture the valve, the dcs handle was unable to move and recapture could not be performed. The dcs catheter deformed, but it was clarified the dcs capsule did not separate, as the handle was forcibly rotated. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a calcified aortic arch, the valve was recaptured due to a suboptimal implant position and a several millimeter gap between the delivery catheter system (dcs) capsule and nose cone was observed on fluoroscopy. It was reported the handle of the dcs was rotated more than usual because of the gap and an abnormal audible sound was noted. The valve was deployed and recaptured a total of four times due to a deep implant position. During the fourth recapture, the abnormal sound occurred again and one-third of the valve remained deployed; a full recapture could not be performed. The dcs was pulled back to the non-medtronic introducer sheath and a surgical cut down was performed to remove the dcs from the patient¿s body. It was reported that the non-medtronic sheath was bent and deformed. Per the physician, the capsule separation was caused by the repeated recaptures while the capsule was overloaded and bent without exchanging the dcs. No additional adverse patient effects were reported.